Event description:
It is reported that in 2008, the length of the screw was found to be short 2mm as compared with a standard.

Manufacturer narrative:
This report will be amended when our investigation is complete.